Event description:
It was reported that the customer had been having problems with the sensors. With the first sensor the insulin pump had alarmed calibration error. The customer's blood glucose at the time had been 167 mg/dl, but the sensor glucose was reading 50 mg/dl. The customer had tried turning the sensor off and on and restarting the new sensor, but it did not resolve the issue. There were two consecutive calibration errors followed by a change sensor alert. The second sensor, the customer inserted two evenings prior to the phone call and had started it the next morning. The insulin pump had alarmed sensor error twice. The customer's blood glucose at the time had been 155 mg/dl. At the time of the call, the customer was driving and had the sensor turned off. They were advised to turn the sensor on. The customer had an inappropriate threshold suspend. The customer's most recent blood glucose value was 128 mg/dl. The customer declined further troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.